Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer stated that they fell on the insulin pump and the screen is now cracked and they are unable to read the display screen. The customer also stated that the insulin pump is just not reading now at all at this moment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with smashed lcd glass and damaged/broken electronics assembly. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damaged lcd glass/electronics. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, severely damaged/dented display window.